Event description:
It was reported to boston scientific corporation in late 2005 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography performed six days prior (patient gender, age, and weight unknown). According to the complainant, during the procedure in the ampulla, the "balloon popped." The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.